Event description:
The patient was experiencing withdrawal/having increased pain. There were no pump alarms. The actual residual volume (13.8 ml) was greater than the expected volume (12.1 ml); this was within device specifications. The pump was nearing end of battery life; therefore, the pump, the pump connector, and the proximal part of the catheter from the connector was replaced. The patient was doing fine and recovered completely. The device system was used to deliver dilaudid.

Manufacturer narrative:
(B)(4). This report is being submitted following an internal audit. The pump has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.